Manufacturer narrative:
Correction: investigation summary post market vigilance (pmv) led an evaluation of one device. Rust was observed inside and outside the body of the device. This indicated the device was improper sanitized prior to receipt of the instrument. The single use loading unit was difficult to load and the firing knob advanced and retracted with difficulty due to the condition of the device. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the observed condition may occur if the instrument is sanitized improperly. The root cause of the observed damage was misuse of the product. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: to date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
According to the reporter, during subtotal gastrectomy procedure, upon dividing the stomach, device's firing knob was very tight and was able to form stapler. The surgeon could not divide the stomach. Another stapler was opened to complete the procedure. There was no patient injury.